Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that a non-baxter applicator tip was used to apply floseal. ¿venflon¿ with the needle removed was used. The actual device was not available for evaluation; however, a retained sample was evaluated and no issues were observed during the retention sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Use of a product from other manufacturers in combination with the floseal product as stated in floseal instructions for use (IFU): ¿baxter has no control over variability, tolerances, mechanical strength or changes in products (e.g. Applicator tips) from other manufacturers. Therefore, baxter cannot ensure that products of other manufacturers will function in a satisfactory manner, when used with floseal.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up received from the coroner's report: the cause of death was reported; brainstem infarction; vertebral artery thrombosis in the context of contralateral vertebral artery hypoplasia. Degenerative cervical spine disease. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an anterior cervical decompression and fusion spinal surgery in which floseal was used. During surgery, there was an accidental incision into the right vertebral artery which resulted in significant bleeding. Compression was performed and then floseal was applied to obtain hemostasis. The reporter stated that at the time of applying the floseal they normally feel resistance and injects a small amount; however, this time they felt little resistance and injected more floseal than usual. The surgical incision was closed and the team attempted to wean the patient from anesthesia. There was no respiratory effort" from the patient and subsequently, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.